Event description:
It was reported that when using the bd pyxis medstation system, the device was unable to turn on even after the power switch was toggled on/off, preventing users from retrieving the medication. The customer stated that there was a delay in obtaining the medications needed for a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powered on due to a faulty drawer 1 board. The field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.